Event description:
Caller reported a malfunction on the pump, and there were no notable events prior to this issue. There was no reported impact to the customer's blood glucose level due to the malfunction. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if the issue reoccurs.